Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module blood infusion set was disconnecting the following information was received by the initial reporter with the following verbatim. There was a malfunction with the new blood tubing yesterday. The tubing disconnected below the chamber after priming. User reported no issues noted with spiking and priming. The event occurred in the patient room before the blood was hooked up to the patient.

Manufacturer narrative:
One unused sample model 10062818, lot 24065788. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water. No separation was observed. One photo was taken by the customer that verifies the complaint and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause for the separation between tubing and drip chamber could be related to lack of solvent for an incorrect insertion of tubing to solvent dispenser by the production personnel due to opportunities with the solvent dispenser. Reported lot was manufactured in june 2024, before actions state implemented for a similar condition reported. Following actions were defined: an accessory to be implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Approved on oct 30th, 2024. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
Customer response on (B)(6) 2025. There was a leak as the tubing separately completely and a unit of blood was wasted. The lot number is (10)24065788. The tubing from the event is not available for return. I do have an unopened item from that lot if desired.